Manufacturer narrative:
This medwatch form is being filed late due to covid-19 absences and furloughs. Also due to inaccessibility of user facility where patient was seen to obtain additional information regarding patient injuries (which was never achieved). If further information can be obtained at a latter date, a follow-up to this report will be filed at that time. No further investigation is warranted due to the nature of the injury being undetermined (no details provided) and determination that resulting injuries were contusions to toes only.

Event description:
First claim of injury was reported to manufacturer on 24-jun-2020. There is no specific statement of injury date because end user claims multiple events. Also claims multiple injuries due to his foot rests being too small and his foot size (u.s. Men's shoe size 13) being too large for the foot plates. His toes hang over the end of the foot plates and when navigating the chair through doorways, a claim of erratic operation, has caused him to hit his feet on the doorways multiple times resulting in multiple injuries to his toes and feet. He states that he has been to the hospital numerous times for treatment for injuries to his feet. There are two claims by the user: (1) the footplates are too small for his feet and (2) the chair is driving erratically. Further investigation revealed the following: in regards to his complaint of the footplates being too small for his feet; sunrise medical makes no claim against sizes for feet; this is the dealer's responsibility to ensure that the configuration of the product is appropriate for the user. There is no deficiency on the part of the product itself; this is a configuration error by the dealer. In regards to his claim that the chair was driving erratically, a service visit revealed that one of the gas springs on the chair had been damaged during use. It is uncertain as to what had caused this damage, but the gas spring was replaced and the chair now operates as intended. In conclusion, the damage to the gas spring was causing the chair to drive erratically and was not due to defect in chair design. Due to the report of multiple injuries and multiple hospital treatments, this MDR is being filed out of an abundance of caution. This investigation is considered closed and no further investigation will be performed unless additional information comes to light.